Manufacturer narrative:
This report is submitted on sept 13, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019. It is unknown if the patient was re-implanted with another device.

Event description:
The device was explanted due to a suspected device failure and tinnitus. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 13, 2020. (B)(4).